Event description:
It was reported that a patient had a post-operative pedicle screw breakage at s1. No revision surgery has been reported. No patient complications reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.